Event description:
Medtronic received information that a solitaire sfr4 stent had detachment issues. Disassembly of the solitaire stent from its holder during placement in a microcatheter phenom 21 microcatheter (length: 160cm, internal diameter: 0.021inch). Need to change the microcatheter and stent. It was reported no patient was involved in this event. Additional information was received that the stent didn't go in the patient. The device was prepared as indicated in the IFU. The procedure was completed by changing the microcatheter (not a phenom 21) and took a new solitaire stent. The distal part of the phenom 21 was kinked and the stent couldn't deploy correctly. Resistance occurred in the distal part of the catheter. There was 1 pass made with the solitaire prior to the separation.

Manufacturer narrative:
H3: product analysis of sfr4-4-40-10, lotno:b560723 found the solitaire x stent jammed and stuck within the phenom 21 catheter hub. The solitaire x stent was not attached to the pusher. The solitaire x stent struts were found broken. The solitaire x pusher was not returned. There does not appear to be any damage to the phenom 21 catheter hub. No damages were found with the phenom 21 catheter distal tip. An attempt was made to remove the jammed solitaire x stent from within the phenom 21 catheter hub; however, the stent could not be removed. Based on the device analysis and reported information, the customer¿s ¿stent stuck in catheter hub¿, ¿device separation¿, and ¿catheter kink/damage¿ reports were confirmed. The solitaire x stent was found separated from the pusher and stuck (jammed) within the phenom 21 catheter hub. In addition, the phenom 21 catheter was found damaged (kinked). Stent separation can occur if the device is advanced against resistance, damaging the stent and subsequently separating during the attempt to remove it from within the phenom 21 catheter hub. The solitaire x revascularization device can become stuck within the phenom 21 catheter hub due to use of an incompatible catheter, catheter damage, rhv loose during delivery, introducer sheath damage, introducer sheath not fully seated in the hub, or if the device is inserted into the hub already damaged. ¿rhv loose during delivery¿, ¿introducer sheath not fully seated in the hub¿, and ¿device is inserted into the hub already damaged¿ could not be ruled out as potential causes. No damages were found with the phenom 21 catheter hub that would have contributed to the reported resistance. The solitaire x introducer sheath was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The phenom 21 catheter is compatible for use with the solitaire x revascularization device. It is possible the damage found with the phenom 21 catheter (kinking) contributed to the reported resistance. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.